Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 unknown screws/unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during the plate removal surgery (locking compression plate dimethyltryptamine, low bend), the head of 3.5 locking head screw broke off and remained in the patient¿s body. Since the implant was still in the patient, tracking the lot number and returning the product isn¿t possible. Explant surgery was completed in september but recently the patient found out the implant was still in his body and he notified the hospital. The patient was impacted and the shaft of the locking head screw was still in the patient¿s body as a result the surgery was delayed by 10 minutes. This report is for 3 unknown screws. This is report 1 of 1 for complaint (B)(4).